Manufacturer narrative:
(B)(4). The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the pump would not circulate fluid when load was attached. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.